Manufacturer narrative:
Physio-control evaluated the customer's device but could not verify or duplicate the reported issue. It was observed that the device had logged non-critical event codes in the memory which had caused the reported service indicator; however, the codes were unrelated to the reported audio issue. The event codes were non-repeatable. Physio confirmed that the device was able to charge and shock, and that the audio prompts were heard throughout testing. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench on the readiness display and would not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.